Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, and since the malfunction did not recur after the reset, the customer was advised to continue using the pump with instructions to call back if the issue happens again.